Manufacturer narrative:
Patient height reported as 5¿6¿. Screws at s1 implanted (B)(6) 2005. Screws at l5 implanted (B)(6) 2015. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient experienced an infection two days after the removal of synthes implants on (B)(6) 2016. The patient went home and developed a fever (102 degrees) and later reported feeling sick with chills, being in a significant amount of pain, weakness diarrhea. The patient was hospitalized for several days. During that time patient developed an infection. The patient was re-admitted and another surgery was done on (B)(6) 2016 for an abscess formation at the previous surgery site. Mild leukocytosis was noted. Creatinine was noted to be elevated from normal to 2.5. The surgeon removed all competitor¿s hardware from l4 ¿ s1, cleaned the wound, and replaced with new non synthes pedicle screws and fusion with placement of bone allograft and a competitor's elevate implant. A vacuum pump device was placed and the patient was started on antibiotics. It was recommended that the patient continue IV antibiotics for a 6-week course. The patient reported to her surgeon on (B)(6) 2016, with concerns of tenderness to the area of her lower back where she has a drain tube in place for several weeks following her lumbar spine surgery that was complicated by a postoperative infection. The drain tube was removed several days prior and two day before her visit, she noted soreness and there was some redness immediately to the skin around the drain tube site. Slight erythema noted on the lower back with a less than 1 cm eschar with a drain tube. Reportedly she had a skin reaction from the tape placed on her skin. Overall the patient reported feeling better, with improved mobility and she reports no longer having to use a walker or cane. On (B)(6) 2016 the patient reported during a postoperative visit that she has made continued improvement in her level of pain and overall mobility and reportedly continued with physical therapy. Patient still has to be careful with position changes involving her lower back and she can still get pain issues. At times she has a right anterior lower leg paresthesia as though ¿a fly is crawling around on the front of the leg" that she will notice primarily when she has to sit for a long period of time. She reported her mood has been stable. She reported to have been off the antibiotics for the postoperative wound infection for a few weeks. The patient still reported back pain issues in the lumbar region and very limited range of motion in (B)(6) 2016. This report is for four (4) unknown screws implanted bilaterally at l5 s1. This is report 11 of 11 for (B)(4).

Manufacturer narrative:
Patient age and weight not available for reporting. Date infection began is unknown. This report is for unknown clickx pedicle screw/unknown lots, quantity 6. Additional classification codes: mni, mnh, kwp, kwq. UDI: part number unknown, UDI unavailable complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was initially implanted with clickx system at l5 to s1 in (B)(6) 2005. Patient was returned to surgery on (B)(6) 2006 for revision of broken screws at l5. Patient again returned to surgery on (B)(6) 2015 for extension of construct from l4 to s1. During that procedure it was noted one of the screws at s1 was "deeply lodged¿ in patient¿s artery. It was also noted that a competitor's interbody device was also implanted during this procedure. It is not known at what level. In (B)(6) 2016, it was noted that the screw at s1 that was reported to be "deeply lodged¿ in patient¿s artery had bent. It was further noted the two (2) screws at l4 were broken. Patient was returned to surgery on (B)(6) 2016 where surgeon removed all hardware. Patient was revised to a competitor's construct. Following the (B)(6) 2016 procedure, patient was hospitalized for several days. During that time patient developed an infection. Patient later developed a fever within 24 hours of discharge from the hospital. Patient was returned to surgery on (B)(6) 2016 where surgeon removed all hardware, cleaned the wound, and ¿reinstalled the six screws.¿ the 2006 revision is addressed on (B)(4). The 2015 revision is addressed in (B)(4). The (B)(6) 2016 revision is addressed in (B)(4). This complaint addresses the (B)(6) 2016 procedure. This report is for six unknown clickx pedicle screws. This report is 3 of 3 for (B)(4).